Event description:
On 10/06/2003, the user facility's materials manager informed the manufacturer's sales representative of the following: malfunctioning life port. Following infusion of epirubicin, swelling of left neck, left upper chest, no complaint of pain during infusion. Completion of infusion pt complaint of burning. Stinging in the left neck and left upper chest.